Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the during use cs300 intra-aortic balloon pump (iabp) on patient a balloon pump and it¿s semi auto per the CT surgeon and he adjusted it, and the patient had some changes and it popped into auto and it looks like the timing is off. Pressures were okay. An image of the console screen showed a poor arterial waveform tracing with whip. There was no harm or injury reported.

Manufacturer narrative:
A getinge field service engineer (fse) stated that (B)(6), called for assistance with arterial waveform quality. (B)(6) stated, ¿we have a patient on a balloon pump and it¿s semi auto per the CT surgeon and he adjusted it, and the patient had some changes and it popped into auto and it looks like the timing is off. Pressures are okay but customer just wanted to check and see if fse could help them out.¿ an image of the console screen showed a poor arterial waveform tracing with whip. Informed (B)(6) transition to transducer source for comparison and whip was present as well. Informed logan place the console in standby and flush for 20 seconds and after restarting therapy, the tracing was not improved. Discussed the reason for artifact in the arterial waveform. Asked about the post adjustment x-ray, he stated, ¿looking at it now, the tip is 7cm below the aortic knob.¿ discussed the recommendation of the tip of the catheter being between the 2nd-3rd intercostal space and encouraged (B)(6) to notify the attending for interventions. Informed (B)(6) he could replace the electrodes using us gel for increased conductivity to optimize the ECG signal. (B)(6) agreed to the plan, and encouraged him to reach back out directly with any additional questions or troubleshooting needs. Customer was appreciative of the support and denied any further questions.

Event description:
(B)(6).